Manufacturer narrative:
A2: age at time of event: patient is 18 years or older. Device eval by manufacturer: returned product consisted of an eluvia drug-eluting vascular stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed that the sheath was kinked at the nosecone. Microscopic examination revealed no additional damages. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that the stent was difficult to position. A 6x100, 130 cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure. A contralateral approach was used to access the 85% stenosed target lesion that was moderately calcified and located in the severely tortuous superficial femoral artery (sfa). No vessel prep was performed prior to stent deployment. During the procedure, when attempting to place the stent, the thumbwheel became stuck when rolling. The stent was unable to be released; no portion of the stent deployed when rotating the thumbwheel, but then the stent jumped and covered the common femoral artery (cfa). The stent was elongated as a result of this event. Another eluvia stent was required to complete the procedure. No patient complications were reported, and the patient was stable following the procedure.

Event description:
It was reported that the stent was difficult to position. A 6x100, 130 cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure. A contralateral approach was used to access the 85% stenosed target lesion that was moderately calcified and located in the severely tortuous superficial femoral artery (sfa). No vessel prep was performed prior to stent deployment. During the procedure, when attempting to place the stent, the thumbwheel became stuck when rolling. The stent was unable to be released; no portion of the stent deployed when rotating the thumbwheel, but then the stent jumped and covered the common femoral artery (cfa). The stent was elongated as a result of this event. Another eluvia stent was required to complete the procedure. No patient complications were reported, and the patient was stable following the procedure.

Manufacturer narrative:
Age at time of event: patient is 18 years or older.